Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr remaining at 4 was due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported embolism/embolus (surgical procedure) associated with the clip lodging into the left atrium was due to the clip detaching from the posterior leaflet (after a previous slda). The cause of the reported expulsion (ccd) associated with the clip detaching from the posterior leaflet (after an slda) could not be determined. The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported patient effects of mitral regurgitation and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report complete clip detachment, requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with restricted leaflets and an enlarged atrium. An xtw clip was placed a2/p2 on the mitral valve. Right after deployment, single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet. Due to the position of the slda clip, the physician elected to send the patient for a surgical intervention. Mr was at grade 4. It was noted that imaging was difficult, likely due to patient¿s anatomy. The patient underwent a mitral valve replacement surgery. During the surgery, it was noted that the clip detached from both leaflets and was lodged in the left ventricle. The embolized clip was removed. All IFU steps were followed, no issues were noted with the clip at any point during preparation or through the procedure. The patient was reported to be stable. No additional information was provided.